Manufacturer narrative:
The investigation into the reported purge leak - pump has been completed. The impella device was not returned for evaluation. The cause of the purge leak was sidearm filter damage as a result of patient mobilization. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella 5.0 device for mechanical circulatory support. It was reported while on impella 5.0 support, the purge filter began leaking due to patient mobilization. The issue was resolved by performing a purge reservoir and filter bypass. It was noted that no cleaning agents were used. The purge filter began leaking again, and it was decided to wean the patient and explant the impella device. There was no patient harm reported, and the patient was hemodynamically stable after explant.